Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic transverse colectomy, the surgeon used powered handle, the first and the second (or the 3rd firing) firings were able to be performed without problem, but for the 3rd or the 4th firing, the firing became unable to be performed. Replaced with a new reload, and the device was used without problem. There was no patient injury.